Manufacturer narrative:
One used unit was received for evaluation in used condition. As received the eyelet of the flange was observed to be torn. The deformation of the tear was uneven. One photo was also provided for review and confirmed the tear. The complaint of trach tube broken can be confirmed. The probable cause is unknown. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that one of the tracheostomy tube fastening loops broke while it was in use. Per reporter, the cannula had been placed for the patient on (B)(6) 2026, and the replacement interval is four weeks. No patient harm/adverse event was reported.